Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was having issues with sensor. Sensor glucose reading and blood glucose were not the same. Customer did insert the senor properly. Customer did not know current blood glucose reading. No further information reported.